Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient developed choledocholithiasis cholangitis and sustained ventricular arrhythmia which needed direct-current (dc) cardioversion or defibrillation and was readmitted from (B)(6) 2022 to (B)(6) 2022. Treatments included endoscopic pancreatic stenting on (B)(6) 2022 and endoscopic retrograde cholangiopancreatography (ercp). The patient had endoscopic nasobiliary drainage (enbd) on (B)(6) 2022.

Manufacturer narrative:
Section a1 and date of birth: patient privacy laws in the event country prohibit the release of private patient information and the patient's initials and date of birth should have been removed from the previous report. Section h6: health effect - clinical code: cholangitis. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jul2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) during the event and had a history of ventricular tachycardia (vt) pre-left ventricular assist device (lvad) implant. The patient was mostly asymptomatic during the event. The account stated that the arrhythmia did not occur during ercp. The trigger of the arrhythmia was thought to be poor general condition due to cholangitis and was not considered to be device-related. The patient¿s arrhythmia improved with improvement of general condition and with drug adjustment.